Event description:
It was reported that the product presented a punctured cuff. No occurrence of the same type caused or contributed to death or serious damage to health in the last two years per the historical data from the user facility. It was unknown if there was patient involvement, any injury, harm, or adverse event as result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.